Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed the video socket connector has a defective locker and does not secure the scope video cable. It was also found there were lines noted on the image due to bad connection, the switch was recommended to be upgraded, scratches were noted on the rear panel and discoloration was noted on the front panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the visera elite video system center exhibited lines from not getting a good connection with any of the cameras connected. Upon inspection of the customer¿s returned device it was observed, it was found the scope detection does not work. This report is being submitted for the scope detection not working. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the video connector socket's faulty lock unit could not be determined. E2 / e3: three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.